Event description:
A healthcare provider (hcp) reported that on (B)(6) 2021 neurosurgery identified a large tumor near the patient's spinal cord stimulator (scs) leads, which was confirmed via a CT scan with contrast. The results of the CT scan were noted as tl00-11 intradural extramedullary mass. The primary investigator agreed that removal of the scs leads was necessary in order to excise the spinal tumor. The scs device and the tumor were explanted on (B)(6) 2022. The cause of the tumor was noted to be possibly related to the device. The patient had a spinal headache and seroma following the surgical intervention on (B)(6) 2022. No device issues were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)